Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that his blood glucose level was higher than normal. Customer's blood glucose level was 300 mg/dl. He dropped his insulin pump from his dresser. When he pressed the drive support cap insulin came out of the tubing. The drive support cap was loose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.